Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was fractured off the proximal end of the pusher assembly, and the pull wire was retracted out of the ddt. This damage typically occurs during a successful detachment attempt. However, the fractured off pet lock and pull wire retracted out of the ddt likely contributed to the embolization coil detaching from its pusher assembly during the procedure. Further evaluation revealed a second fracture in the pusher assembly distal to the fractured off pet lock, and multiple kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, while attempting to reposition the ruby coil lp, the ruby coil lp unintentionally detached within the microcatheter. The physician then used a saline injection to push the ruby coil lp into the vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.